Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review was performed and indicates that manufacture of the device is not related to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. A review of the event history log found no failure, malfunction, or iipv events that could have caused or contributed to the reported event. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions found with the device. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified issue with the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.